Manufacturer narrative:
G9: the initial MDR was filed as MFR. Report # 3007566237.  Additional review showed the correct manufacturing site was site # 3004209178. H6: patient code c76143 no longer applies to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided. The reported drug in the pump was lioresal 2000 mcg/ml with an unknown daily dose. It was reported that there was no relevant medical history. It was reported that the first date of the stall was unknown "at time". It was reported that the implant date of the pump was unknown and the explant date was . It was reported that there was not any contributing factors or causes to their knowledge that led to the motor stall. It was reported that the patient experienced increased spasticity due to a lack of therapy as a result of the motor stall. It was reported that the patient received a new pump and their status is alive, no injury or harm. No further complications were reported and/or anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that there was a motor stall and the patient had a pump replacement. It was reported that the pump was alarming every 10 minutes. It was reported that the hcp removed the drug and refilled the pump with saline. There were no reported patient symptoms. No further complications were reported and/or anticipated.

Manufacturer narrative:
This event was also previously reported in regulatory report number 3007566237-2018-03688. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported the pump was approaching end of service (eos), but had stalled the night before the pump replacement procedure. The event date was reported to be (B)(6) 2018. Reprogramming was tried, and monitoring of the patient was also carried out to check for withdrawal symptoms. The pump and catheter were replaced on (B)(6) 2018. It was reported the pump would be returned. The issue was resolved. It was stated the patient presented symptoms of increased spasticity, but not symptoms of withdrawal from baclofen. Pump logs from an interrogation on (B)(6) 2019 at 10:02 were provided. A motor stall occurred on (B)(6) 2018 at 03:34, with a recovery on the same date at 11:08. Another stall occurred at 22:35, with a stopped pump period may exceed tube set message occurring on (B)(6) 2018 at 22:35. There was no recorded recovery for this stall.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as a stall due to shaft-bearing. Eval code method: code 4114 no longer applies to this event, eval code-result: code 3221 no longer applies to this event, eval c ode-conclusion: code 67 no longer applies to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.